Event description:
It was reported the wire became stuck in the device and was difficult to remove. A 1.50mm rotapro and a rotawire drive were selected for use in a percutaneous coronary intervention (pci) within the proximal left anterior descending artery. The 95% stenosed target lesion was severely calcified and located in severely tortuous anatomy. During the procedure, the rotawire drive became stuck in the rotapro, and the wire could not be removed. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of the rotawire drive guidewire inside the rotapro device. The body of the wire and tip were microscopically and visually examined. Inspection of the device revealed that the proximal end of the wire had a severe kink 3.5cm from the proximal end. Functional testing consisted of attempting to remove the rotawire drive from the rotapro device. The wire was able to be removed, but there was severe resistance due to the kink in the proximal end of the wire.

Event description:
It was reported the wire became stuck in the device and was difficult to remove. A 1.50mm rotapro and a rotawire drive were selected for use in a percutaneous coronary intervention (pci) within the proximal left anterior descending artery. The 95% stenosed target lesion was severely calcified and located in severely tortuous anatomy. During the procedure, the rotawire drive became stuck in the rotapro, and the wire could not be removed. The procedure was completed with another of the same device. No patient complications were reported.